Event description:
On (B)(6) 2013, patient in cvor for lung biopsy. While using the ethicon flex 60 stapler to clamp and cut the lung tissue, the reload cartridge fell apart. Another cartridge was placed in a new stapler and the biopsy completed. Doctor retrieved the pieces from the cartridge. A chest x-ray was taken post op for chest tube placement and no visible pieces of the staple cartridge were seen but the pieces were plastic. The faulty staple gun and reload were saved and the ethicon representative called. No apparent injury to patient. Duration of use: ? 2 hours.